Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery (drca) with 90% stenosis, heavy calcification and mild tortuosity. The 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and there was no resistance when the protective sheath was removed. The bdc had resistance with the lesion during advancement and was inflated once at 12 atmospheres (atms) for 5 seconds. There was no resistance during removal. Another mini trek rx balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.